Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there were spikes seen on the arterial pressure waveform. This happened while using fiber optic input and it occurred days after the initial insertion. The spikes were initially assumed to be interference of some sort. The customer unplugged the fiber optic and used a transduced line to obtain the arterial pressure. The customer was unable to determine if it was an iab or iab pump issue. The iab was in 1:3 at the time and the patient weaned from it. The balloon catheter was removed a couple hours later. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. The male luer was missing from the extracorporeal tubing. The tubing was returned with a non-maquet 3-way stopcock in place of the missing leur. Four kinks were found on the catheter tubing approximately 38.4cm, 51.8cm 53.8cm and 70.6cm from the iab tip. The optical fiber was found to be broken at the kinked location of 70.6cm. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there were spikes seen on the arterial pressure waveform. This happened while using fiber optic input and it occurred days after the initial insertion. The spikes were initially assumed to be interference of some sort. The customer unplugged the fiber optic and used a transduced line to obtain the arterial pressure. The customer was unable to determine if it was an iab or iab pump issue. The iab was in 1:3 at the time and the patient weaned from it. The balloon catheter was removed a couple hours later. There was no reported injury to the patient.